Manufacturer narrative:
We have now concluded our investigation for the complaint received. There were no pico products manufactured under the combination of the product code and lot numbers provided so a batch history review could not be carried out. Additional attempts for information were performed to obtain lot information but no further information was available. As no complaint sample was received, visual and functional evaluation cannot be performed. As such, a relationship, if any, between the reported complaint and the device cannot be confirmed and a root cause cannot be established with confidence. As per the IFU for this product, ¿the softport must be securely connected to both the pump and the dressing. In the event that the port is not properly connected, it may become detached from the dressing or pump¿. Should more information become available the investigation may be reopened.

Event description:
It was reported that the softport has completely detached itself from the wound dressing, leaving the product with leakage, non sterile and non functional. The pump had been in use for one day and the problem was solved with a new pico.